Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause : mlc-55 user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system (B)(4).

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 79, 135, 106, 82 and 63 mg/dl. The customer's expected fasting blood glucose test result is 145 mg/dl. Customer stated when he obtained the low results he was sweating, had eaten something and then felt better. Customer was also using another meter to check his blood glucose but did not provide meter to meter comparison results. At the time of the call the customer felt well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was performed by the customer fasting and produced test results of 137 mg/dl and 123 mg/dl using truemetrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 05/18/2019 and open vial date at time of call is one month. The meter memory was reviewed for previous test result history: result 1:79mg/dl date: (B)(6) 2018 time:1:11pm fasting, result 2:135mg/dl date:(B)(6) 2018 time:11:45am fasting, result 3:106mg/dl date:(B)(6) 2018 time:11:43am fasting, result 4:82mg/dl date:(B)(6) 2018 time:12:08pm fasting, result 5:63mg/dl date:(B)(6) 2018 time:11:11am fasting.